Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported by the contact that the customer received multiple altitude alarms. The customer was not at a high altitude. The customer's blood glucose level was 500 mg/dl. Reportedly, there was a temporary delay in clearing the alarm. Insulin delivery was resumed.